Event description:
On (B)(6) 2014, the patient reported she was hospitalized 2.5 weeks ago with hyperglycemia of 955 mg/dl and pancreatitis. Her blood glucose had been "hi" intermittently for several days. The blood glucose monitor and pump sometimes lost communication, and she was unable to bolus insulin. She delivered insulin injections during these times. She experienced stomach pain and went to the hospital, and she was admitted to the intensive care unit and treated with an insulin drip. She was transferred to an in-patient room after 1 day and kept for an additional 2 days. She was unable to provide her normal blood glucose range or her average insulin requirement. She reported she is not diligent about testing blood glucose or delivering insulin and that her lack of knowledge about the infusion device system contributed to this event. She was assisted with setting the date and time on the infusion device and blood glucose monitor and verifying the devices were communicating. No product will be returned for evaluation. Additional attempts to reach the patient were unsuccessful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.